Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were getting alarm 14 on arctic sun device. Confirmed temperature in cable was plugged into temperature port 1. Foley probe in use. The foley read on the bedside monitor earlier, but not any longer. Suggested replacing the foley or using a rectal or esophageal probe instead. Advised if the temperature still did not read, replace the temperature-in cable.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "sensor wire too weak". The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that they were getting alarm 14 on arctic sun device. Confirmed temperature in cable was plugged into temperature port 1. Foley probe in use. The foley read on the bedside monitor earlier, but not any longer. Suggested replacing the foley or using a rectal or esophageal probe instead. Advised if the temperature still did not read, replace the temperature-in cable.